Event description:
Consumer complaint or erratic blood results. Back to back blood test results were 275mg/dl and 82mg/dl. No adverse event reported. Based on parkes error grid analysis, the bias between there two results is in zone cb/c.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.